Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. It was reported that the patient experienced cerebrospinal leakage during a drg trial lead implant procedure on (B)(6) 2018. Reportedly, the physician did not perform a blood patch. As a result, the procedure was abandoned. The patient was taken to the recovery room and was told to increase his caffeine consumption and lie flat. There were no other complications from the procedure and patient has recovered.